Event description:
Boston scientific received information that this patient experienced phrenic nerve stimulation due to the left ventricular lead having dislodged. A revision procedure was performed; the lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead remains implanted. Should additional information become available an amended report will be submitted.